Event description:
Transfer set was replaced because of leaks of the peritoneal dialysis fluid though the tubing. The transfer set was placed in december 2004 ( no more than 2 months ) no patient injury or medical intervention was associated with this incident.